Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion at an unidentified location. A revision surgery was performed and upon examination a hole in the pump tubing was found; therefore, the pump was explanted and replaced. No additional patient complications were reported.